Manufacturer narrative:
Date of event is unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Product manufacturer reference number: 3006705815-2021-00728. It was reported that the patient was not getting adequate therapy and a headache. Imaging confirmed that the leads migrated out of the epidural space. As a result, on (B)(6) 2021, the leads were repositioned. No products were explanted or implanted. The patient has effective therapy post operatively.